Manufacturer narrative:
(B)(4). Batch # m53m8l. The analysis found that one ec45a device was returned in good visual condition and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. No short cut or absent cut was noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How did the 1st device misfire? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? For the 2nd device, was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue?

Event description:
It was reported that during an unknown procedure, the or reported that the stapler misfired in the first instance and did not correctly form the staples as expected on the fifth load. Nor did the device cut the tissue to the "black mark" as intended. A second device was employed and when fired on the sixth firing, the device was stuck and would not open. The physician then worked to release the stapler. The case was completed with a like device. There was no known patient consequence.